Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the device is overheating, was duplicated during service evaluation. Upon disassembly, the technician identified a non-stryker armature. The device was repaired and returned to the customer.

Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.